Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a dialysis catheter implanted onto the patient. A leakage was observed at the red luer extension leg near to the clamp. Therefore, the investigation is confirmed for the reported fracture and fluid leak issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
'On (B)(6) 2025, a patient which was suffering from renal insufficiency underwent a long-term dialysis catheter placement procedure using the hemosplit catheter via right internal jugular vein. During the procedure, steam like leakage was observed at the connection point of the transparent connecting tube. The leakage appeared pinhole like breakage and interfered with the patient¿s dialysis treatment. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient which was suffering from renal insufficiency underwent a long-term dialysis catheter placement procedure using the hemosplit catheter. During the procedure, steam like and pinhole like leakage was observed at the connection point of the transparent connecting tube, which interfered with the dialysis treatment. The catheter was removed and a new device was reinserted to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.